Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was not a medtronic device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3093-28, lot# va06j7j , implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type lead. Explanted date is year valid, not date valid. Incomplete initial reporter provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (via a manufacturer representative) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that there was a complication, possible infection, and an explant of the implantable neurostimulator and the leads was carried out. The explant occurred across two separate facilities. The dates of the explant were not provided, however, the battery was removed in (B)(6) and the leads were more recent. On (B)(6) 2018, additional information was received. It was noted that the device was explanted in (B)(6) 2017 and an inquiry was made if the device was returned. There were no further complications or anticipations reported with this event.